Event description:
Disc/sense alarm was not occurred. It is not certain whether the respiratory circuit had seperated at time with the petiton from the customer. The ltv side of the humidifier chamber had fallen out. Although co tested alarm repeatedly, alarm was generated altogether, it chacked that alarm sounded, also when taking over ltv from cuatomer, and co also had the customer check. Since co was considered that the calm button was pushed and was after, co reported that to the customer.